Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2004: (B)(6) hospital. (B)(6) , md. History and physical. Painful lump in abdomen, right of umbilicus, noted about 2 days prior to coming to office. About 12 years previously, patient had intra-abdominal surgery for ruptured tubal pregnancy. Admits to lifting heavy objects at work. Smokes ½ to ¾ per day. Abdomen: obese, soft. Palpable tender mass, right of umbilicus. Well healed lower midline surgical scar extending to umbilicus. Impression: incarcerated incisional hernia. Plan: laparoscopic repair of incisional hernia. On (B)(6) 2004: (B)(6) hospital. (B)(6) , md. Operative report. Pre-operative diagnosis: incarcerated ventral incisional hernia. Post-operative diagnosis: incarcerated ventral incisional hernia. Operation: laparoscopic converted to open repair of incarcerated incisional hernia. Assistant: (B)(6), lpn; (B)(6), or tech. Anesthesia: general. Indications: patient is a 35-year-old white female with painful ventral incisional hernia. Procedure: ¿patient was brought to the operating room and was given preoperative antibiotics and foley catheter was then inserted. After undergoing adequate general anesthesia the abdomen was prepped and draped in the sterile fashion. The dural mesh was cut to the appropriate size of the hernia ring. A small transverse incision was then made in the left flank area. The incision was deepened to the sub cu and through the abdominal wall until the peritoneal cavity was entered. A trocar was then placed into the peritoneal cavity. The peritoneal cavity was then insufflated with co2. A telescope was then passed through the trocar and the patient was noted to have extensive copious adhesions to the abdominal wall. Every attempt was made to visualize the area of the hernia was fruitless because of the dense adhesions of bowel to the anterior abdominal wall. Because of the dense adhesions, decision was made to convert to open repair. The telescope and the trocars were then removed. A midline incision was then made around the umbilicus and the incision was deepened to the sub cu. The hernia sac was identified. The sac was then dissected circumferentially to expose the edge of the fascia. The umbilical skin was dissected away from the hernia sac. After exposing the sac and the normal fascia, the peritoneal cavity was entered. The contents of the hernia was noted to be omentum and the omentum was then separated from the sac, and some of the omentum was then clamped, cut and tied to the rest was returned to the peritoneal cavity. The sac was then excised. The defect was noted to be large measuring about 5 to 6 cm in diameter. The dural mesh was then sutured to the fascia to obliterate the defect. The attachment of the mesh to the fascia was accomplished using 0 prolene in a running fashion. The excess mesh was removed. The wound was irrigated with saline and hemostasis was secured with cauterization. The sub cu was closed with 2-0 vicryl and the skin was closed with 4-0 vicryl in a subcuticular fashion and was reinforced with steri strips. Attention was then directed to the incision in the left flank, which was similarly sutured using 2-0 vicryl for the inner layers and 4-0 vicryl for the skin and reinforced with steri-strips. Sterile dry dressings were then applied. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ on (B)(6) 2004: (B)(6) hospital. Progress notes. Implant sticker. Dualmesh biomaterial. Lot: 02804582. Item: 1dlmc03. The records confirm a gore® dualmesh® biomaterial (1dlmc03/02804582) was implanted during the procedure. On (B)(6) 2006: (B)(6) hospital. (B)(6) , md. History and physical. Complaining of firmness and hardness on right side of abdominal incision. Nausea, no vomiting. Occasional pain in abdomen. Admits to lifting heavy objects at job. Patient concerned because of abdominal wall protuberance, feeling like she is pregnant. Initially evaluated 12/2005, was noted to be morbidly obese, instructed to lose weight, weight continues to increase to 272 pounds at this time. Because of patient¿s and boss¿s concern, decision was made to proceed with repair of hernia with hope patient will lose some weight afterwards and avoid lifting heavy objects afterwards. Abdominal exam: palpable mass, non-reducible to right of midline incision. Impression: recurrent ventral incisional incarcerated hernia. Plan: repair ventral hernia with mesh. Procedure and possible complications explained to patient. She understands and is willing to proceed. On (B)(6) 2006: (B)(6) hospital. (B)(6) , md. Operative report. Pre-operative diagnosis: ventral hernia. Post-operative diagnosis: ventral hernia. Operation: ventral hernia repair with mesh. Assistant: miss (B)(6). Anesthesia: general. Indications: patient is a 37-year-old white female with symptomatic ventral hernia and morbid obesity. Procedure: ¿patient was given preoperative antibiotics and after undergoing adequate general anesthesia, a foley catheter was inserted and the abdomen was prepped and draped in a sterile fashion. A midline incision was then made directly over previous surgical scar extending from just above the umbilicus to the pubis. The hernia sac was identified. The sac was dissected circumferentially to expose the edge of the fascia. After this was done, the sac was opened and the contents of the hernia were noted to be omentum. The omentum was returned to the peritoneal cavity and the sac was removed. The defect was noted to be large measuring about 15 x 15 cm in its greatest dimension. A large dual mesh 19 x 15 cm was then used to close the defect using 0 prolene. Four anchor stitches were initially placed in the four corners of the defect and the stitches were used in a continuous fashion. The wound was then irrigated with saline. A jp drain was brought in from a stab wound incision and placed in the hernia cavity. Hemostasis was secured and the wound was closed with 2-0 vicryl for the subcu [sic] and staples for the skin. Sterile dry dressings were applied. The patient tolerated the procedure well and was taken to the recovery room in a satisfactory condition.¿ on (B)(6) 2006: (B)(6) hospital. Progress notes. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 03601601. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/03601601) was implanted during the procedure. On (B)(6) 2008: (B)(6) hospital. (B)(6) , md. History and physical. History of persistent nausea, right lower quadrant abdominal painful mass. Initially seen for this complaint (B)(6) 2007 and CT revealed evidence of recurrent ventral hernia. Was treated conservatively. Continues to complain of nausea, bloating, poor appetite, occasional vomiting, tenderness right lower quadrant. Re-evaluation revealed tender mass consistent with recurrent hernia. Patient advised to lose some weight, went from 295 to 283 and hernia repair scheduled. Abdominal exam: palpable, reducible mass right lower quadrant. Impression: recurrent ventral incisional hernia. Plan: laparoscopic repair of ventral hernia, possible open. ??/??/??: [missing records: records for the CT which revealed ¿evidence of recurrent ventral hernia¿ were not provided.] On (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Operative report. Pre-operative diagnosis: recurrent ventral hernia. Post-operative diagnosis: recurrent ventral hernia. Operation: laparoscopic ventral hernia repair with mesh. Assistant: (B)(6). Anesthesia: general. Indications: patient is a 39 year-old white female with recurrent ventral incisional hernia. The patient also has a history of morbid obesity. Procedure: ¿patient was given preop antibiotics and was brought to the operating room. After undergoing adequate general anesthesia a foley catheter was inserted and the abdomen was prepped and draped in a sterile fashion. The abdominal cavity was then entered through a small transverse left subcostal incision. A hassan trocar was then placed in the peritoneal cavity. The trocar was secured with 2-0 vicryl. The peritoneal cavity was then insufflated with co2. Under direct vision two 5 mm trocars were placed, one in the left lower quadrant and one in the left flank area. The patient was noted to have adhesions of omentum to the anterior abdominal wall. The hernia defect was identified and the contents in the sac were noted to be omentum. Omental adhesion to the hernia sac were then lysed. Some bleeding was encountered and this was controlled with cautery. The hernia ring was noted in the midline and dissection of the omentum was then done around the ring. After adequately removing the omental adhesions the defect was measured with the abdomen desufflated. 3 cm were then added to the measurement and the whole measurement came to about 9 x 9 cm. A dual mesh was then used to obliterate the hernia defect. The rough surface of the mesh was marked and six sutures were placed at the apex and two 4-0 prolene sutures were placed around the mesh. The mesh was then rolled and introduced into the peritoneal cavity through one of the trocar sites. The previously placed prolene sutures were then brought out through the abdominal wall. The abdomen was then desufflated again and the prolene suture was tied. After reinsufflating the abdomen the edges of the mesh were secured to the abdominal wall using protracker. The abdominal cavity was then irrigated. Blood clots were suctioned out. Hemostasis was secured with pressure. The trocars were then removed under direct vision. No bleeding was noted from the trocar sites. The fascia and the left subcostal incision were then closed with 2-0 vicryl in a simple interrupted fashion. All the skin incisions were then closed with 4-0 monocryl in a subcuticular fashion and reinforced with steri-strips [sic]. Sterile dry dressings were applied. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ on (B)(6) 2008: (B)(6) hospital. Progress notes. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04667104. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04667104) was implanted during the procedure. On (B)(6) 2010: (B)(6) hospital. (B)(6) , md. History and physical. Complaining of painful mass in right lower quadrant of abdomen, consistent with recurrent ventral hernia. Abdominal exam: palpable mass in right lower quadrant, non-reducible. Impression: recurrent ventral incisional hernia. Plan: open repair recurring ventral hernia. On (B)(6) 2010: (B)(6) hospital. [Provider ni]. Nurses¿ notes. Takes aspirin at home for pain. On (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Operative report. Pre-operative diagnosis: recurrent incarcerated ventral incisional hernia. Post-operative diagnosis: recurrent incarcerated ventral incisional hernia. Operation: repair of incarcerated recurrent ventral hernia with mesh. Assistant: (B)(6). Anesthesia: general. Indications: patient is a 39 year-old white female with recurrent incarcerated ventral incisional hernia. Procedure: ¿the patient was given preop antibiotics and was brought to the operating room. After undergoing adequate general anesthesia a foley catheter was inserted and the abdomen was prepped and draped in a sterile fashion. A midline incision was then made. The incision was deepened until the hernia sac was identified. The hernia sac was then dissected down to the fascia. The sac was noted to be huge with small bowel located outside of the peritoneal cavity in the subcutaneous area in the right lower quadrant. In order to facilitate the dissection of the sac the sac was opened and the peritoneal cavity was entered. The sac was then excised circumferentially. Bowel adhesions to the sac were lysed. No enterotomy was made. The previously placed mesh was noted to be part of the sac as well. After removing the sac hemostasis was obtained with cauterization and ties. The defect was then measured at 11 x 12 cm. A large 15 x 19 cm mesh was then used to obliterate the defect by using 0 prolene suture in an interrupted fashion. A dual mesh was used and the mesh was placed intraperitoneally and the sutures were placed about 3 cm away from the edge of the defect. After this was done the sutures were tied and the mesh was noted to be in an adequate position. The wound was irrigated with saline. A #7 jp drain was then placed in the right lower quadrant and brought out through a stab wound incision. The subcu [sic] was then closed with 2-0 vicryl. The jp drain was secured with 3-0 nylon and the skin was closed with staples. Sterile dressing was applied. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ on (B)(6) 2010: (B)(6) hospital. Intraoperative record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 04215168. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/04215168) was implanted during the procedure. On (B)(6) 2010: (B)(6) . (B)(6) , md, phd. Pathology report. Accession number: (B)(6) . Interpretation: soft tissue from ventral hernia: hernial sac with attached adipose tissue. Source description: ventral hernia. Clinical information: pre-op diagnosis: recurrent incisional ventral hernia. Post-op diagnosis: same. Gross examination: the specimen is received in fixative labeled ¿mcmahon, incisional ventral hernia¿ and consists of multiple pieces of fibromembranous tissue with attached adipose tissue measuring in aggregate 24 x 16 x 4.2 cm. Upon sectioning portions of the tissue contain multiple metal clips and few synthetic sutures. The tissue is sectioned with representative sections submitted in one cassette. Microscopic examination: sections of laminated dense connective tissue with mesothelial cell lining are present. Attached adipose tissue is unremarkable. No atypia nor malignancy is seen. On (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Physician¿s orders. May have abdominal binder. Change abdominal dressing daily. Apply betadine with dry stretch dressing. On (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Discharge summary. Patient complained of discomfort and increasing abdominal girth and weight gain. Jp drain monitored. Had postop ileus that prolonged hospitalization. Given dulcolax with good bowel movement. On day of discharge, doing well with no complaints, tolerating regular diet well. Activity: no lifting, pushing, or pulling anything over 20 pounds. On (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Discharge instructions. Activity: as tolerated, no driving, no lifting over 10 pounds. Wound care: keep wound clean and dry. If dressing becomes wet or damp change it. Notify doctor if signs of infection develop (increased redness, swelling, pain, drainage, fever, or foul smell). On (B)(6) 2015: providence hospital. (B)(6) , md. Operative report. Preoperative diagnosis: lower abdominal wall infection. Postoperative diagnosis: lower abdominal wall infection with old infected mesh. Procedure: unroofing of the abscess cavity with removal of a large piece of old and infected mesh. Description of procedure: ¿the patient was taken to the operating room, was induced with general anesthesia. Abdomen was prepped and draped in routine fashion. The draining site is tracked down to the abscess cavity. Marcaine 0.5% with epinephrine was instilled in the skin and soft tissues. Incision was made in the abscess cavity is entered. Interestingly, there is a piece of old mesh from a previous repair which is obviously infected. This is gradually mobilized with sharp and blunt dissection. Old sutures were removed. The entire piece of old mesh was removed from the operative field. Wound was irrigated with saline. The wound was then packed with betadine-soaked kerlix gauze. Dressings applied. The patient tolerated the procedure well and was taken to recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2004, whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2006, whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2010, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, and (B)(6) 2015 additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial mesh removal, mesh failure requiring revision surgery on (B)(6) 2020; mesh infection and removal of mesh on (B)(6) 2015. Additional event specific information was not provided.